Event description:
It was reported during a procedure, as the physician was attempting to reposition the coil, he noted that the coil had snapped inside the microcatheter proximal to the detachment zone in a section of the guide catheter. The physician responded by "introducing a plug to push the coil distally so as not to block the origin of the external carotid artery. This was done successfully and the plug was removed (never deployed)". Patient was reported to be stable after the procedure and will be brought back at a later date to continue treatment.

Manufacturer narrative:
The lot number was not disclosed. Additional information regarding the alleged event have been requested. To date, no responses have been received. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.